Event description:
It was reported that the patient had an alleged mesh erode into the vagina. The patient has had partial mesh removal.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "excessive tension." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " place a blunt instrument between the urethra and the mesh while adjusting and positioning the sling. When the appropriate tension is attained, remove the sheath to fully expose the mesh by pulling gently on both lateral ends of the sheath. Keep the blunt instrument in place under the urethra when removing the two ends of the sheath to ensure that over-tightening of the mesh does not occur¿.." Correction: e4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had an alleged mesh erode into the vagina. The patient has had partial mesh removal.